Manufacturer narrative:
The customer reported that all rns (remote network system or remote monitoring system) devices in the hospital are in communication loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that all rns (remote network system or remote monitoring system) devices in the hospital are in communication loss.

Manufacturer narrative:
Additional manufacturer narrative: due to the age of this complaint additional information necessary to conduct an investigation is not readily available; however, CAPA (B)(4) has been initiated to further evaluate the cause of this complaint.